Event description:
A facility reported that the mayfield composite series skull clamp (a3059) is not tightening properly. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported. After the device was returned by the customer, evaluation showed that the unit received had up and down movement.

Manufacturer narrative:
Mayfield composite series skull clamp (a3059) was returned for evaluation. Device history record (DHR): the DHR shows no abnormalities related to the reported failure. Failure analysis: upon evaluation, the mayfield 2 lock had up and down movement and the index knob was not tightening properly. General maintenance and cleaning required at this time. All worn components replaced with new parts. Root cause: complaint confirmed via inspection of the unit. The mayfield 2 lock had up and down movement and the index knob was not tightening properly. Unit required preventive maintenance and replacement of worn parts as a result of normal wear and tear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.